Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to hospital due to diabetic ketoacidosis on unknown date with blood glucose level was unknown. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated that the insulin pump was cracked. The insulin pump will be returned for analysis.